Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patient transfer was not showing up at device. A technical support specialist called the customer, logged into the pc, and displayed an unknown patient that had been created by an order sent prior to the patient's registration. A tss assisted in gathering the registration message and order message, along with the timestamp, and received confirmation to mark it as complete once the hospital information technology resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patient transfers were not showing up at pyxis machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.